Event description:
It is reported that the pt received a recall notification. The pt occasionally has pain in his right buttock and hip joint. The pt had an MRI and blood test. Blood test showed elevated cobalt levels. The pt states the surgeon recommends revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.